Manufacturer narrative:
(B)(6). Medical product: oss segmental femoral, cat#: 150354 lot#: 598100, oss axle, cat#: 150480 lot#: 378790. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07362, 001825034 - 2017 - 07363, 0001825034 - 2017 - 07364.

Event description:
It was reported that patient was revised seven months after initial knee procedure due to unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07364, 0001825034-2017-07362, 0001825034-2017-07363, 0001825034-2017-09112, 0001825034-2017-09121, 0001825034-2017-09126, 0001825034-2017-09127. Concomitant medical products: oss 7 cm segmental femoral rt catalog# 150354 lot#598100, oss axle catalog# 150480 lot#378790, oss poly lock pin catalog# 150478 lot#445140, oss poly femoral bushings 2 pk catalog# 150477 lot#562430, oss poly tibial bushing catalog#150476 lot# 931350, oss tibial poly bearing 16 mm catalog# 150412 lot# 672390, oss-k 79 mod porous ti catalog# cp102516 lot# 809280, cps anchor plug 12 mm catalog# 178402 lot#020450, cps transverse pin 6 pk 32 mm catalog# 178527 lot# 547720, cps centering sleeve 14 mm catalog# 178536 lot#708980, cps sm m-h f spindle 12 mm pcha catalog#178472 lot# 433020, cps nut co-cr-mo alloy catalog # 178512 lot# 746180, cps taper locking cap / oss sc catalog#178710 lot# 538280, cps/oss 5 cm tpr adapt w/oss sc catalog# 178711 lot# 632260. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.